Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported to have injected a patient in the nasolabial folds with juvéderm® vollure® xc. The next day, the patient experienced "massive swelling" at the injection areas. The physician further reported "massive periorbital swelling¿ requiring vitrase® ¿multiple times¿ over 2 weeks later. The symptoms resolved about 3 months later.